Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was unknown if the death was thought to be related to the medtronic device or therapy. The patient was admitted with a symptomatic mid basilar aneurysm prior to their passing. They were hemiparetic and had slurred speech. The patient was unstable with a partially thrombosed basilar aneurysm, the interventional radiologist used a pipeline deployed with no adverse events through a phenom 27 to flow divert. Device patent on final angio run. Case completed on (B)(6) 2024. The patient was extubated 24hrs after the case with no new infarcts and same symptoms as before the case. The patient had a delayed catastrophic hemorrhage and passed away on the (B)(6) 2024. The exact location of the bleed is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced hemorrhage. The complication was delayed. There was no alleged product issue. The patient died on (B)(6) 2024 due to delayed hemorrhage. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for aneurysm treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the vertebral artery.